Manufacturer narrative:
A ge service rep performed an onsite investigation. The system software and calibrations were evaluated and reloaded. The 5 vdc power supply was also optimized. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported non-recoverable data corruption errors. This will prevent the system from booting to a usable state. No pt or user injury was reported.